Event description:
It was reported that the dermatome device had power issues with the hand piece. The event happened during a case; however, no pt was harmed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.